Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per data log analysis, there was no indication of a problem in the log. This indicates the pump was functional, just the display was not working. Normally nothing unusual was logged for this type of issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the small display assembly to function as intended throughout the evaluation.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue. He also downloaded logs, installed new display assembly and completed testing. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump local display was not working. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on june 24, 2019, the team had a roller pump lose its local display. The team was able to read the information on the central control monitor (ccm) and was additionally able to adjust the flow of their roller pump with both the local knob and the slider on the ccm display. The team did not exchange the roller pump out during the procedure. There was no delay in the surgical procedure. There was no harm or blood loss associated to the event.